Event description:
It was reported that the ilet pump¿s screen became cracked and unresponsive after the user placed the device in a pocket, resulting in inability to operate the device. Symptoms included no injury. Outcomes included product replacement and instructions provided to continue glucose monitoring with the dexcom app. Investigation included a complaint review and manufacturer technical review. Investigation of this case revealed damage consistent with physical impact to the display, rendering the user interface nonfunctional. It was concluded that the event was due to physical damage to the display and not a device malfunction.